Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on a performa meter, compared to a professional meter, within 10 minutes: 57 mg/dl (performa meter) and 349 mg/dl (hospital meter). The blood glucose results taken prior to the hospital visit were unknown. The patient didn't have any blood glucose symptoms. The type of treatment given to the patient was unknown. The patient was in the hospital for 4 hours. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.